Event description:
A complaint was received reporting an unspecified low glucose reading with the adc device. The customer experienced being uncomfortable and had healthcare professional contact where a blood glucose test of 500 mg/dl was obtained on the healthcare meter. The customer was provided 15 units of rapid insulin by the healthcare professional for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.